Manufacturer narrative:
(B)(4). Additional information was received: the patient died. Did the patient have any comorbid conditions: the patient was very critical when was hospitalized with sub occlusion of the duodenum and a critical inflammatory state; what was the stage of cancer: no data; what was the patient¿s bmi and age: no data received; what does the surgeon believe is the cause for the second dehiscence: the second dehiscence was due to the phlogosis and the critical general condition of the patient; would the surgeon be willing to speak with the ethicon medical safety director and engineering: no;

Manufacturer narrative:
(B)(4) date sent: 2/4/2016. Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. Additional information was requested and the following was obtained: what were the indications for surgery? Gastric cancer in urgency after one month in hospital. Did the patient receive any radiation or chemotherapy prior to the procedure? No, but tissue was very irritated. What color cartridge was used? I do not know. Were there any issues noted with device performance in initial procedure? No were there any issues identified with staple formation in either procedure? If so, please describe. Staples were open near anastomosis. How was the dehiscence identified and how was it addressed? It was closed with traditional suture technique and after a couple of days this second anastomosis had a dehiscence too. What two anatomical structures were anastomosed? Gastrojejunostomy are there any additional details regarding the patient¿s post-op status? At the beginning of (B)(6) 2015 the patient was subjected to a gastrectomy and during this intervention the device was used. After about 10-15days the patient was revised due to a dehiscence. A new anastomosis was performed manually. After 2 days the condition of the patient aggravated and the anastomosis opened again. The patient was transferred to intensive care. The patient was critical from the beginning, from the first intervention. What is the current patient status? The patient was transferred to intensive care. The surgeon believes that the dehiscence was an important cause that contributed to deteriorate the condition of the patient.

Event description:
It was reported that during a gastrectomy procedure, after seven days due to dehiscence of the anastomosis, re-intervention was necessary. The surgeon detected some clips into the abdomen and the anastomosis was open. It is unknown what was used to complete the procedure. One device was discarded.